Event description:
In line filter was found to be drawing in air into line. Once air was visualized, rn immediately attached a syringe to draw air out of line. When drawing air out, more air continued to surface and seeming to come from the in-line filter. Rn then removed the whole line and replaced with a new ivf line and filter. There was no detectable harm.